Event description:
It was reported the intraocular lens was removed and replaced without complication, due to the doctor's observation of a hazy optic. The lens was implanted in 2000 and explanted on (B) (6) 2010. The lens was yagged twice without positive results.

Manufacturer narrative:
The returned lens was inspected under 10x magnification, no sign of haziness or cloudiness was observed. Several yag marks were noted on the surface of the optic. The iol was then conditioned for slit lamp inspection following standard operating procedures. Results of the slit lamp inspection showed the lens met haze level specifications. No abnormalities were found with the exception of the yag laser marks. In summary, the iol met manufacturing specifications for haze and we are not able to confirm the physician's observation.